Manufacturer narrative:
(B)(4). Date sent: 12/10/2020. D4: batch # t5ea6a. F10/h6: component code = others (g07). Device analysis: the analysis results found that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. There were no issues identified during the investigation with the anvil attaching to the trocar, staying in place nor removal. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the anvil could not be attached to the trocar during use. It was attempted several times, and somehow the device could be fired. It was used in the anus. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.